Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient complained her right atrial (ra) lead was fractured. The patient's clinic confirmed the ra lead exhibited issues, but no intervention was planned because the patient does not want additional procedures.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient complained her right atrial (ra) lead was fractured. The patient's clinic confirmed the ra lead exhibited issues, but no intervention was planned because the patient does not want additional procedures. Additional information stated the lead exhibited intermittent atrial capture and noisy signals and a roentrogram revealed insulation damage. Subsequent additional information was received that reported the patient with this right atrial (ra) lead underwent a replacement procedure. This ra lead was explanted due to the evidence of insulation failure on the xray. A new lead was implanted as a replacement successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient complained her right atrial (ra) lead was fractured. The patient's clinic confirmed the ra lead exhibited issues, but no intervention was planned because the patient does not want additional procedures. Additional information stated the lead exhibited intermittent atrial capture and noisy signals and a roentgenogram revealed insulation damage.